Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. Blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 8 fr angio-seal vip was returned for product evaluation. The carrier tube assembly was mated with the hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve of the device was in the full forward lock position. The anchor was found exposed at the distal tip of the hemostasis sheath. No other visual anomalies were noted with the returned components. Since the device cap was not in the rear lock position, the device was subjected to functional testing. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There was no issue with locking of carrier tube assembly to the sheath hub. Digital force was then applied to the anchor and mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could not be confirmed for the allegation of "defective lock". However, the complaint can be confirmed for pullout as the anchor was not posted. The issue appears to be a user error, as the device cap/deployment sleeve was not in the rear lock position as is needed for the anchor to post at the appropriate angle to catch the arteriotomy. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).